Manufacturer narrative:
Initial and final MDR (B)(4) - device 1 of 8.

Event description:
(B)(4). Event occured in spain. The patient experienced eight separate incidents. The infusion set was inserted in the abdominal area, but the cannula became kinked. Patient noticed symptoms within 3 hours of insertion. The events occurred on the following dates: (B)(6) 2025. Patient replaced infusion set and resumed insulin successfully. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.